Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Following coolsculpting treatment(s) on unknown date(s) to unspecified area(s) with unknown applicator(s), possible paradoxical hyperplasia was reported to allergan aesthetics.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1 d4 g1 g2 h6.

Event description:
Following coolsculpting treatment(s) on unknown date(s) to unspecified area(s) with unknown applicator(s), possible paradoxical hyperplasia was reported to allergan aesthetics.